Event description:
Pt had aortic valve replacement approximately 10 months ago for symptomatic aortic stenosis. Follow up echo showed severe aortic insufficiency; tee showed severe aortic insufficiency as well. Pt underwent surgery in march of 2011 for removal & replacment of aortic valve. Upon inspection of removed valve, surgeon states that "the left free margin of the left cusp had deteriorated and appeared to be sheared off."====================== manufacturer response for #21supra biocor bioprosthetic valve, aortic valve- biocor======================they would like to take the device back to the company to examine and perform testing.